Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited oversensing of noise leading to false atrial fibrillation and tachycardia episodes. Noise reversion episodes were also noted. The noise could not be reproduced with isometric exercises. Programming changes were made and the patient will be monitored. The patient was stable.